Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision and generator change out procedure due to elective replacement indicator (eri). High capture threshold, noise along with several noise reversion episodes and out of range, high pacing lead impedance were noted on the right atrial lead. Insulation anomaly was suspected due to impedance issues however, there was no visual insulation breach noted. The right atrial lead was capped on (B)(6) 2019 and a new lead was implanted. The generator was also explanted and replaced. No patient consequences were reported.